Event description:
New 100ml bottle of diprivan hung at 04:15 to run at 8 cc/hr. Completely infused by 04:56. Pt has history of respiratory failure and already on ventilator. Vs at 0400: bp 146/67, resp 14, o2 sat 100%. At 0500: bp 122/52. Resp 9, o2 sat 98%. At 0600: bp 179/90, resp 18, o2 sat 100%. IV pump removed from service. Inspection confirmed rate to be set correctly at 8 cc/hr - problem of uncontrolled flow duplicated. MFR notified and inspected on site - found. Spring in pump mechanism was not properly positioned. Pump mechanism returned to MFR for further microscopic testing. IV pump is new, in use since 02/2002.